Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, the reported issue could not be replicated. The fse tested both ports on the back of the surgeon side console (ssc) and swapped the ff1 and ff2 connectors. The fse also cleaned the ff1/ff2/ff4 connectors on the ssc common computer controller (ccc) board. The system was power cycled multiple times to attempt replication of the fault/issue, but the issue could not be reproduced. The system was checked and test driven. A loose connection on the ccc board or a fiber connection on the ssc, possibly alleviated by reseating connections on the ccc, may have caused the issue. The system was tested and verified as ready for use.

Event description:
It was reported that during a da vinci-assisted unilateral inguinal hernia surgical procedure, surgeon console 1 was faulting with connection errors prompting the customer to restart the system. The customer restarted the system multiple times with no change. Technical services engineering (tse) confirmed errors 31089, 17, and 307 in the system logs. The customer elected to remove console 1 and reboot the system, after which the errors did not return. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the initial reporter confirmed the procedure was completed using only one console.